Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) due to noise signals presented and oversensing measurements. The device remains in service. No adverse patient effects were reported.